Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported receiving lost sensor alarm errors that kept returning. According to the customer, when the sensor was inserted, it went in smoothly with no issues. Customer stated when she removed the sensor, the cannula was not there. Her blood glucose was 117 mg/dl. When advised to check if the sensor cannula had pulled up through the base, customer stated she had already discarded the needle hub. The customer stated the sensor cannula was not intact. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor cannula bent inside sensor base. We were unable to confirm customer received sensor in said condition due to customer returning it opened/used.